Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 11/9/2016. The device has been returned and evaluated by product analysis on 10/14/2016 with the following findings. Battery compartment cracked below and above grip pad. Battery compartment leak, evidence of moisture corrosion is only in battery compartment, other parts of pump don¿t have moisture. Cover crack between corner of lens and case seal. Base crack between case seal and keypad.